Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction. It was reported that their INS was not working. The patient said that they still needed to wear diapers and constantly go to the bathroom. The patient stated that during the trial they stopped wearing diapers but after the permanent implant was implanted, they started to have problems. The patient said they were feeling pain in their anus and they wet their bed. The patient said that they made changes with their stimulator yesterday where they lowered the level because they were feeling pain. The patient said that the last time they had changed the settings they had pain where the implant was implanted. The patient said they could feel the implant when they sit. The patient said it was protruding, sticking out from their skin. The patient said that they were dealing with vertigo and they were afraid that when they get off balance they might fall where the implant was. The patient said they were also expecting for the surface of their wound to be smooth. The patient said it was uncomfortable and thought it should be placed deeper. The patient said that they spoke with their healthcare provider (HCP) but was told to give it time for the wound to heal properly. The patient also said that they did activities, but they had to stop because they felt pain in the implant site. The agent reviewed labeling for activities. The agent informed the patient that since they just made changes yesterday with their settings, they had to monitor their symptoms first for a couple of days. The agent reviewed considerations for therapy optimization and provided general programming guidance. The agent informed the patient they should feel the stimulation in the bicycle seat area and that it was comfortable. The patient was redirected to their HCP to further address the issue

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.